Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: s-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 20291128/20291128.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. No further information has been obtained despite good faith efforts.